Event description:
It was reported that one month ago the patient was having phrenic nerve stimulation from their left ventricular (lv) lead and the lv lead vector was reprogrammed. The lv threshold has now risen in this vector. The patient was seen in clinic today because their pulse dropped to 36 bpm during a scope procedure. A full vector test was done in clinic and the patient had phrenic stimulation on every vector bar lv4 to rv coil. There was also loss of capture on the lv lead that was causing no output. Additionally, since the vector change effective pacing has gone due to high lv thresholds. When the vector was changed it also caused a drop in battery longevity for the cardiac resynchronization therapy defibrillator (crt-d), with the biggest battery longevity drop was noted when the pulse width of the lv channel was left at 1.0ms. Additional reprogramming of pulse width was completed. The lv lead and crt-d remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 479878 lead, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.